Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was white lines across the insulin pump screen. The customer's blood glucose was 154 mg/dl. The customer went through body scanner and after that the insulin pump started not working. The customer was advised that due to magnetic field the insulin pump got affected and needs to be replaced. The insulin pump will not be returned for analysis.